Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of loss of connection was confirmed, however, the device operated within specification. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No data or product was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it failed. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.